Event description:
It was reported the patient had pain in their back and both legs. The patient did not feel stimulation in the right place anymore. A possible migration of the extension was noted but was not shown on a CT scan. The event was not resolved and there were no further actions planned. Additional information reported all impedances were okay. The patient was experiencing normal tingling feeling. There were no reported falls or traumas. Additionally it was noted the patient had experienced some shocks when pulling their dog at the leash during a walk. Outcome was unknown at the time or report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3878-45, lot# 0206356091, implanted: (B)(6) 2014, product type: lead. Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).